Event description:
It was reported the display of the epg (external pulse generator) was cracked. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - analysis confirmed the reported event. Lcd (liquid crystal display) is cracked. Upper and lower cases are broken. Both bail covers, ring cover, one case screw, both bails, ring, and battery drawer o-ring are missing. Battery contacts are compressed. Keyboard is scratched. Main printed circuit board is out of electrical specification.